Event description:
The event is reported as: the unit is not heating. The alleged defect was encountered prior to patient use.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. Per DHR (device history record), the product aquatherm heater 091, serial # (B)(4) was manufactured on 02/08/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.